Manufacturer narrative:
The pump was received with blank display, problem isolated to the interface board. The pump was unable to perform any tests due to the blank display. The pump was received with cracked reservoir tube lip and cracked case near display window corners. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had blank display. The customer states they changed the battery, but the issue remains. The customer's blood glucose level at the time of incident was 259mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised the pump would be replaced and returned for analysis.